Manufacturer narrative:
Concomitant product: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Additional information later reported the patient was having pain at the pocket site when bending over. The event was not due to inadequate placement at implant or pump movement in the pocket. The patient had a very short torso and the pump needed to be rotated. No other troubleshooting, interventions or actions were taken to resolve the event other than the revision with the positioning of the device corrected. The patient was reported to be ¿great¿ and receiving effective therapy. The pump was used to deliver morphine.

Event description:
It was reported that there was no alleged product issue. However, the patient experienced positional pain due to the pump. The pump had caused pain when she bent over or in was in a sitting position. The patient was noted to be thin with a narrow torso. This required the pump to be surgically relocated and ¿remained in place.¿ prior to the relocation the patient had been receiving effective therapy. The location of the issue was the device pocket. It was reported as ¿unknown, n/a¿ if the cause was determined or if the issue was resolved. No specific testing or troubleshooting was reported. At the time of the report the patient's status was reported as alive-no injury. It was unknown what medication this device system delivered at the time of the event. Additional information has been requested including the patient outcome and medication delivered, but the information was not available as of the date of this report. Should additional information be received a supplemental report will be filed.